Event description:
The customer reported a pump failed in open heart recovery (cvicu) and the pt did not survive. There was 1 channel on the left and 3 channels on the right. The nurse noticed the screen went red and all 3 channels on the right stopped. It was also reported the pt was not expected to live very long. Although requested, no further pt or event details have been provided.

Manufacturer narrative:
(B)(4). No devices received, log review only. The customer has provided event logs and data set for evaluation. A follow up report will be submitted once the investigation has been completed.